Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported when the temporary lead was in (before implant surgery) they couldn't get the wire out on the left side and the patient was shocked. The date of the event was not reported.

Event description:
Additional information received reported the cause of the shocking during the trial was due to the intensity of the device being set too high. The patient spoke to the manufacturer representative several times and their programs and intensities were changed. The patient's lead was removed during the permanent surgical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.